Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the ER after receiving a vibratory patient notification. Upon interrogation, the device was found to be in backup vvi mode. The device was restored by performing a firmware download. Patient will continue to be followed normally.